Event description:
Consumer complaint of hi blood results. Expected fasting blood glucose test result range is 105 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi, 587mg/dl and 563mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 09/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.